Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter broke off in an angle. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing it was discovered that the attachment device "cutter broke off in angle." This event was not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.